Event description:
During laparoscopy with lysis of adhesions, the doctor attempted to load first clip and had tried it 2-3 times. The applier then began making grinding sounds when squeezing hand grip. The clips would not close completely or would fall out of device.